Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-15179. It was reported that the patient was unable to set their ipg to MRI mode due to high impedances. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as this issue is reported in manufacturer report number: 1627487-2022-05027.